Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of compliant: (B)(6). Delivered with the return kit inside an unknown liquid it was there was also underdrainage.

Manufacturer narrative:
Investiagtion: optical inspection: a deformation of the outer housing of the valve was observed through the visual inspection. The prosa valve housing was subsequently measured and confirmed/indicated the presence of a deformation. The housing deformation measured at -0.13mm, outside the tolerance of 0+/- 0.02mm. Permeability test: a permeability test has shown that the valve is permeable. Adjustment test: the valve was tested and is adjustable to all specifed pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test: to the opening pressure, we use a miethke computer controled testing apparatus which simulates a cerebrospinal fluid flow. The valve is not operating within the acceptable tolerance. Results: finally, we have dismantled the valves. Inside the valves we have found a build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of under-drainage. The valve operates within the specified tolerances. However, it is possible that the deposits observed inside the valve could have caused the malfunction in the past. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. The cause of the deformation of the prosa valve could not be determined through our investigation. Significant outside pressure, for example by too much force from the prosa adjustment tool or by a fall or impact to the head of the patient, can compromise the integrity of the valve. Patient height: 130cm.